Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with the wear of the abbott diabetes care (adc) device. The customer experienced a rash, redness, swelling of the arm, red blotches with additional redness, inflammation, and a sore, tender area at the sensor site after sensor removal. The customer contacted a pharmacist, who recommended over-the-counter cortisone cream and advised using the other arm. Th there was no report of death or permanent impairment associated with this event.